Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to contact failure of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and customer's allegation was caused by poor contact of the video connector. In addition to the finding, the following non-reportable malfunction was identified: battery consumption. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported (on behalf of the customer) that the image was intermittent on the visera elite video system center. The issue occurred during a diagnostic for a nasopharyngeal fiber procedure. The procedure was completed with a same device, and without delay. There was no patient harm associated with the event.